Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. The home patient (hp) checked the set up and found a supply bag had disconnected during dwell state. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) assisted the home patient (hp) to check the set up and found a supply bag had disconnected during dwell state. The hp would stop therapy for the morning and do manual exchange during the day tomorrow. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.